Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a death. The death was not related to the use of the product issue. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that while the fecal management system (fms) was in use, the patient was transferred from a stretcher to a bed and the fms was inadvertently pulled out of the rectum of the patient causing a rectal tear. The device was removed and the rectal tear was treated with skin protectant paste cream without a secondary dressing. It was further reported that the patient had a pre-existing unstageable sacral pressure ulcer prior to use of the device and was in a very poor overall condition when the incident occurred. The patient eventually expired due to other comorbid conditions.